Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 03-apr-2022, it was reported that the patient's infusion set's tubing got detached and her blood glucose level went up to 14 mmol/l. The insertion site was at patient's leg where the leakage occurred. Reportedly, the infusion set had been used for four days. There was no stress or pull on the infusion set. At the time of this report, her blood glucose level was 7.6 mmol/l. No further information available.